Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead 2012 (B)(6); 5071 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient¿s device migrated under the axilla. The device was repositioned back into the device pocket. It was also reported that the patient presented due to a right ventricular (rv) lead dislodgement and that the rv lead was oversensing. The rv lead was repositioned and programing changes were made. The device and lead remains in use. No patient complications have been reported as a result of this event.